Manufacturer narrative:
A maquet field service technician investigated the unit and confirmed the duplication of the failure. The technician inspected the unit and found the power supply board was broken. The 7.5a fuse of the control board was often blown when the power of the device turned off. That causes the fault of the power supply board. The control board as well as the power supply board were replaced. Functional test and safety check as per the service manual were performed without any problem. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4).

Event description:
It was reported there was no problem initially using the unit. During the stop of circulation, it was noted there was no sound from the compressor. The icon-display for remote use was checked and it was discovered that the icon was displayed in grey, which is normally blue when connected. The condition was confirmed to be suspended when the status of the main body of the unit was checked when there was no alarming sound. The unit was exchanged to another cold tank because the unit was not activated properly according to restarting procedures, which had been applied many times. No injury to the patient was reported. (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted when additional information becomes available.